Event description:
It was reported that noise was observed on the ventricular intracardiac electrogram. Bipolar r-waves had diminished to 2.5 mv and unipolar r-waves were 5.5 mv. The device had previously been programmed to unipolar sense, but due to the noise, the sensing configuration was changed to bipolar and the sensitivity was reduced to 1.5 mv.